Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the trial was initiated on (B)(6) 2026. It was reported that they turned off the device yesterday due to an infection. It was conflicting their heart monitor device. They had no more information about the infection. They did not know when to turn it back on. They were planning to restart trial again. The patient was advised to contact the doctor if symptom still persists. The issue was not resolved and it was still ongoing.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown implanted: (B)(6) 2026 product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. B2: other: infection medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.